Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 200.1110. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error code 200.1110. Technical support- customer reports error code 200.1110 with their 8100 and request assistance flashing the firmware: 1. Walked customer through flashing the 8100 firmware using systems maintenance. 2. Customer will call back with any further issues. Technical support case will now be closed. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support- customer reports error code 200.1110 with their 8100 and request assistance flashing the firmware: 1. Walked customer through flashing the 8100 firmware using systems maintenance. 2. Customer will call back with any further issues. Technical support case will now be closed. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : not provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 200.1110. There was no patient involvement.